Event description:
Boston scientific received information that three days post implant of this device, this patient presented to the emergency room with postoperative hemorrhage, hypotension, hypovolemia with subsequent acute renal insufficiency, reactive leukocytosis and atrial fibrillation (af) with rapid ventricular response (rvr). The patient was admitted to the hospital and the issues were all resolved. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.